Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of "stop key that does not work". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a stop key that does not work. This event occurred during patient therapy. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B) (4)evaluation summary with corrected and additional information:a baxter service technician evaluated the pump and confirmed the customer reported condition of an inoperable stop key on the pumphead module keypad. This condition was caused by damaged traces found at the pumphead module keypad flex cable connector. The pumphead module keypad was replaced to correct the reported condition.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the displacement test failed. Nothing further was reported.

Manufacturer narrative:
(B) (4). A baxter service technician evaluated the pump and could not confirm the customer reported condition of "stop key that does not work" due to damaged traces found at the keypad flex cable connector. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. (B) (4) master software versions with a software configuration number ending in (B) (4) will be categorized as remediated. There is an ongoing CAPA investigation, CAPA-(B) (4) that is associated with this report.

Event description:
It was reported to baxter (B)(4) that the reservoir of a infusor sv2 ruptured during filling. The device was being filled with 5-fluorouracil when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.